Manufacturer narrative:
Device was returned; however. Investigation was not performed.

Event description:
It was reported that pump shutdown unexpectedly. Customer's blood glucose was 98 mg/dl. Reportedly, customer had an alternate pump for continued insulin therapy.